Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer could not recall location of the leak. Another cartridge was loaded. Customer's blood glucose was not impacted.